Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a report of an air in tubing (without alarm) during use, where the home patient was still learning how to use the machine and had left a clamp open that should have been closed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guidewarns the user to make sure all clamps on unused fluid lines are closed securely, and instructs the user to close all clamps while preparing to load the disposable set and at the end fo therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home (hp) device experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The hp reported air bubbles in the patient line. The cg stated the clamps were open on the red, white, and blue supply lines. The technical service representative (tsr) assisted in ending therapy and removing the cassette. The tsr assisted with set up and stayed on the phone until fill 1 of 4. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.